Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged event. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with a percutaneous lead on (B)(6) 2011. It was reported the p's lead perforated the skin resulting in an infection at the lead site. Consequently, the pt's lead was explanted. A culture was taken; however, the results have not been disclosed. Intravenous and oral antibodies were administered to the pt as treatment. F/u on this matter found the pt is recovering well.